Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 05/31/2018 and strip open date is (B)(6)2015. Strip storage is not correct. Reviewed meter memory: a 198mg/dl, (B)(6)2015 11:47:00 am, fasting: yes. A 199 mg/dl, (B)(6)2015 01:07:00 pm, fasting: yes. Memory concerns: both of the results in the memory are concerning. Customer stated that his true result blood glucose monitoring device is displaying results that are consistently lower when compared to the meter being used by his doctor's office. Customer stated that his true result glucose meter displayed 198 mg/dl and the meter being used by his doctor's office displayed 248 mg/dl. Both results were taken seconds apart, fasting. Customer's normal blood glucose values range from 200 to 217 mg/dl in the morning (fasting). Customer only has two results stored in the meter's memory at this time.